Event description:
Reporter alleged the blood glucose monitoring device was not reading accurately due to comparing the results with a different device. Reporter stated her device measured 178 mg/dl and the other device read 423 mg/dl however the doctor's device read 277 mg/dl. Reporter indicated doctor gave her a new prescription of diabetes medication. Reporter stated controls were used and found to be within range. A request was made for the return of the suspect device and replacement product was sent.